Event description:
Internal ref. #: (B)(4), os: (B)(4).

Manufacturer narrative:
On 2020-03-04 it was stated that neither the UDI nor lot # of the hls module is available. On 2020-03-25 additional pictures were forwarded of the sensor cable / plug showing that no pins were bent. The getinge service rep. Completed a complete checkout of the cardiohelp using the service tool and ran unit with the test hls and circuit. The unit acted as it should. There was no problem found. Unit passed all functional and safety tests per factory specifications. Reference to service order report # (B)(4), see attachment. A review for complaints with similar reported failures, which were investigated and confirmed, was performed and complaint # (B)(4) was found: during the optical examination the hls oxygenator in the laboratory a yellowish discoloration in the housing was detected, located close to the blood outlet connector. This could be an indication that condensation has formed in the housing from the pressure sensor or liquid has leaked in and that the sensor did not function properly. Thus the reported failure could be confirmed. The most probable root cause is that liquid has entered the pump housing and caused the pressure sensor to malfunction. When the event occurred, the device was being used for treatment of the patient. The product was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Initiated support with cardiohelp in cath lab. Hb reading off venous probe gave dashed lines and would not stop alarming. Also delta p went from around 20-25 to greater than 90 in a short time frame. Patient was taken off support and placed on another type circuit without incident. Further information received on 2020-02-14: the back up that was utilized was from a different vendor, so no maquet equipment was used. The sensor cable was calibrated and plugged into a blood phantom later, and gave a hb reading. (B)(4).